Event description:
Unomedical reference number: (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing had detached at the tubing connector while standing up. The site location was the patient's abdomen and the pump was located on the right side. The infusion set had been used for three hours and they were stored in a room. Moreover, there was no stress or pull on the tubing and the pump was not dropped with the set connected to their body. No further information available.